Event description:
It was reported that power source alert was noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while arrangements were made for replacement.